Event description:
It was reported that site 3 patient called in with pain at site. Doctor discovered an infection and removed implant. Symptoms as a result of the event: infection, inflammation, pain surgical/medical intervention required for permanent damage: implant was removed. Prescribed kledrx dosefak 4mg tab, iburprophen 800mg amox-clavulante 875/125 mg additional appointment required: no. Was the procedure completed using another implant or another device? No. Site grafted: no.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.